Event description:
It was reported that the pump's usb port was bent resulting in difficulties charging the pump. There was no reported adverse impact to the customer. Reportedly, the customer reverted to an alternate method for insulin therapy.